Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient programmer showed a communication error and the charger could not locate the ipg. The patient lost therapy on (B)(6). Manufacturer representative interrogated the device and found that ipg was unable to communicate with external device and deemed inoperable. To address this issue surgical intervention may take place at a later time.